Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a 23mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, seven (7) months due to mssa bacteremia endocarditis. The device was replaced with a 23mm 3300tfx valve. Per medical records, the patient presented with chest pain, fever, malaise and positive blood cultures for staph aureus. The patient was treated with IV antibiotics. Cardiac workup revealed the aortic valve to be functional without vegetation, stenosis, regurgitation, or annular destruction or abscess; however, cross-sectional imaging revealed fluid collection along the left inferolateral aspect of the ascending aortic graft. The patient underwent re-do avr and ascending aorta replacement with a 23 magna ease valve and valve-less homograft. The patient tolerated the procedure well and was discharged home on pod #8 with home health.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a 23mm 11500a inspiris valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, seven (7) months due to unknown reasons. The explanted valve was replaced with a 23mm 3300tfx valve.